Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection of the set noted that the silicone segment tubing had a slight ballooned bulge near the upper portion of the upper fitment. No other anomalies were observed. The set was re-primed with water and the observed bulge segment deflated due to the relief in pressure. Functional and pressure testing resulted in the set flowing freely and ran with no issues with no bulge/balloon in the silicone segment when the device door was opened after infusion was completed. The root cause of the customer¿s report was not identified.

Event description:
It was reported that during an infusion using a pump, the silicone segment ballooned. It was unknown if there were any pushes given before, during or after the infusion. There was no patient harm. Although requested, no further information has been received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that during an infusion using a pump, the silicone segment ballooned. It was unknown if there were any pushes given before, during or after the infusion. There was no patient harm. Although requested, no further information has been received.